Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has received multiple occlusion alarms. The customer's blood glucose (bg) level was 350mg/dl and a manual injection was administered to address the bg level. The customer performed a supply change and continued to receive occlusion alarms. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the cannula. Reportedly, the customer wears their pump against their skin or inside their pocket. Tandem technical support shipped the customer a case for the pump to prevent temperature changes and advised the customer to monitor their pump and supplies. The customer stated they would perform an infusion set site change and declined a follow-up call to confirm that the infusion set site change resolve the occlusion alarms.